Event description:
Delay in therapy reported: the customer contact states the pt was receiving oxycillin 1gm IV every 6 hours. According to the customer contact, the pt recevied an error alarm, turned the pump off, and when the pump was turned back on, the screen was filled with black blocks. The pt called the pharmacy, and the pump was replaced. According to the customer contact, the pt had "about a half a day" delay in therapy. The customer contact reports the pt missed two doses of antibiotics, the md was called and no orders received. The customer contact states there were no reported adverse pt events or harm. Though requested, no further info was available.